Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how is the unit connected to the energy generator? Has the sensitivity been adjusted? Was there any patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a general surgery, the power button stays hooked, all the time in on, so the evacuator consumes filter any monopolar without suction is connected. The procedure was completed with the same device.

Manufacturer narrative:
(B)(4), date sent: 6/24/2022. Investigation summary: per service manual operational and diagnostic analysis did not confirm the reported continuous activation issue. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4), date sent: 6/14/2022. Additional information was requested, and the following was obtained: was there any patient consequences? No. Follow up information: how is the unit connected to the energy generator? Through its own connection cable. Has the sensitivity been adjusted? I don't understand what setting you mean. It is a power button that always stays on and does not allow the equipment to be turned off. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: should have said: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.